Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. As stated in the email,"I had an hip implant in (B)(6) 2009. Using the duralac marathan products. And zimmer special equipment. I have been so frustrated with trying to find out what the cause of my ailments. Due to doctors not recognizing the issues. I began having issues in 2011 with swelling in my legs. More so with the leg of implant. Due to I was working at a job that I sat for 8 hours. Then walked in evenings. By the end of week I had to elevate my feet for the weekend. This eventually got worse. And my doctor couldn't figure out why. So I finally quit my job in (B)(6) 2012. The swelling stopped. But issues continued with walking and standing. I have been to orthopedics, chiropractors, physical therapy and have been on tramadol since 2012. I had no back issues but now have lower disc degenerative. This I believe is a result of I am not walking correctly. Physical therapists have told me from the beginning to that my one leg is shorter than other. Which makes sense of why I have back issues. Just from walking. The last orthopedic doctor did find I had a small fracture in to the implant ...but thinks it healed itself. Because I am seeing doctors in another state who don't use depuy. And they are not aware of other consumer complaints and recalls. I have had issues trying to resolve these issues. This is my main complaint with your company. As I feel you should have made the doctors and consumers aware of these issues. That I haven't had this such a long venture trying to figure out why I have these issues. I am going to foot doctor next. I am so frustrated, angry. As this has affected my life. And continues. That I finally did hire a lawyer. But I feel the responsibility of educating doctors of patients who received these implants back in 2009 should have been more by your company ...and the surgeons who performed these implants should have been monitoring patients like myself. So this could have been dealt with. When I initially began having issues."

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.